Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer sates they received no delivery alarms. The customer's blood glucose level at the time of incident was 536mg/dl. The customer treated the highs with manual injection. The customer states the alarm was resolved by infusion set change. The customer was advised to monitor the device and call back if issues persist.